Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following a cataract with intraocular lens (iol) implant procedure, the patient had tass (toxic anterior segment syndrome) on post-operative day one, with inflammation confined to the anterior chamber. Unspecified topical steroids were started and follow up has been scheduled. Additional information has been requested, received and stated tass onset was seen on post-operative day one following surgery on the right eye. Cultures were not performed. Conjunctival inflammation, aqueous cells and aqueous fibrin were present. By post-operative day six, the patient had eye pain, trace corneal edema and scleral redness. Medication adjustments were made, noted potential for surgical intervention of lens rotation due to blurry vision from 031 degree to 180 degree. Inflammation and fibrin were reported to be improving. Intraocular pressure was noted as increased and treated topically with unspecified medication. Patient took nsaids (non-steroidal anti-inflammatory drugs), antibiotics and steroids as a post operative medication. Additional information was received that the patient had undergone intraocular lens repositioning surgery on post-operative day twenty-nine. The patient was evaluated one day post intraocular lens repositioning surgery and was noted with mild inflammation, which was expected to improve, and vision was blurry. Patient current condition was continuing. The patient will be further monitored due to additional surgery for significant findings. This report pertains to the cassette involved in this reported event.

Event description:
Additional information indicated that the most recent chart note was from a nine-day postoperative visit following intraocular lens (iol) repositioning. The blurriness had improved, although the vision remained somewhat blurry. However, the general postoperative appearance was good, with no signs of toxic anterior segment syndrome (tass). The patient was advised to return for serial refractions at future visits.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phacoemulsification, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of intraocular lens (iol) or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, association of perioperative registered nurses (aorn) recommended practices, and the american society of cataract and refractive surgery (ascrs) tass task force guidance document. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the available information and no materials received for product evaluation, the root cause of this tass event is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.